Event description:
During a remote follow-up, noise that resulted in over-sensing and automatic mode switch (ams) were reported on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that there is suspected lead damage.